Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. One haptic was broken (possibly cut) in the gusset area (not returned). The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the non-toric (diopter not provided) lens was replacement with a non-company toric(2.25cyl), 19.0 diopter lens. Due to the exchange of a non-toric lens to a toric lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was explanted due to blurred vision at distance and near. Refraction did not improve the vision and reduced the modulation transfer. The iol was exchanged for a non-company iol. The patient was not hospitalized, there was no patient harm, and the patient issue was resolved. Additional information has been requested.